Manufacturer narrative:
Visual evaluation of the returned device revealed that the flare was detached, and the key tube was found outside the dongle assembly. A kink was also found along the working length. The condition of the returned device was consistent with the complaint that the sheath had detached from the handle; the complaint was confirmed. A definitive root cause for this failure could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, it was noted during unpacking that the sheath was detached from the snare handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. Device (B)(4) relates to (B)(4) for the reported event: sheath detached. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, it was noted during unpacking that the sheath was detached from the snare handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.